Event description:
A nurse reported that during the cataract surgery with intraocular lens (iol) implant procedure optic found to be scratched after implantation in the eye. The surgeon explanted the lens with new one. The surgery was completed without any patient adverse events. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut into two pieces, typical of insertion and removal from the eye. A large gouge mark is observed on the optic. Cracks and split areas are observed on both pieces of the lens. Small sections of the edge are broken and missing. The file indicates the use of a qualified cartridge with an unspecified handpiece. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).